Event description:
Please refer to importer report #: (B)(4).

Manufacturer narrative:
This is a definitive report. Seikagaku corporation is also submitting this report on behalf of zimmer, inc. As the importer with authorization by the exemption number # (B)(4).